Manufacturer narrative:
Tech pulled the bed and tested the bed and the outlet in the room where the event allegedly occurred. The bed and the electrical outlet tested good and passed the electrical safety test. Adverse event could not be duplicated, no malfunction could be found. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the caregiver was shocked by the bed. Caregiver went to plug in the bed and claims that the bed shocked her. Caregiver went to the emergency room and had an EKG. Test results came back negative. No serious injury.